Event description:
Our distributor in (B)(4) reported that the transformer on an mr850 respiratory humidifier appeared to have 'burnt'. A replacement transformer has been requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare ('fph') has requested the return of the complaint device in order to commence an investigation. We are currently awaiting receipt of the humidifier. We will submit a follow-up report with details of our findings upon receipt of the device and completion of our investigation.